Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga infusion set. The depicted portion of the device included the luer adapter, clamp and a portion of extension tubing. The needle housing was not visible, so the infusion set type could not be identified. Blood residues was visible on the clamp and within the extension tubing. A partially circumferential split was observed at the luer/tubing joint. The split edges appeared irregular. Infusion set damage was visible within the provided photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer the patient accessed with bard powerloc max at the hospital. Port was accessed with this needle on 2/15/23 with multiple ivs/chemo infusing through it until (B)(6) 23. At -115am rn noticed patient line with hole and bleeding. Hole is in the port needle tubing right before it connects to the luer blue connection port. Blood cultures were drawn and negative.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer the patient accessed with bard powerloc max at the hospital. Port was accessed with this needle on (B)(6) 2023 with multiple ivs/chemo infusing through it until (B)(6) 2023. At -115am rn noticed patient line with hole and bleeding. Hole is in the port needle tubing right before it connects to the luer blue connection port. Blood cultures were drawn and negative.